Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant selection and malpositioned implants. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7050-100, lot# 170681, mfd. 10 feb 14, expires 2019-02, UDI (B)(4). 2nd (middle): ifuse implant, p/n 7050-100, lot# 7663002664005, mfd. 16 jul 11, expires 2014-07, UDI (B)(4). 3rd (inferior): ifuse implant, p/n 7040-100, lot# 164695, mfd. 03 oct 13, expires 2018-10, UDI (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2014 where three implants were placed. The patient did not have pain relief. The surgeon determined that the implants may have been too short and malpositioned leading to possible loosening of the implants. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the implants and placed a wider and longer implant of the same type in the medial channel and added bone graft. The status of the patient following the revision procedure is not yet known.

Manufacturer narrative:
Previous revision: in (B)(6) 2017, the surgeon performed a revision surgery where he removed all three left side si joint arthrodesis implants with chisels due to initial malpositioning. A larger implant of the same type was installed in the middle explant void. The patient's si joint pain symptoms resolved. Updated: patient reported to a new surgeon with a recurrence of si joint pain symptoms. The surgeon determined pseudarthrosis of the si joint. In (B)(6) 2021, the surgeon performed an additional revision procedure where he removed the middle implant that was installed in (B)(6) 2017 using chisels as it was solidly fixed in bone. The surgeon did not indicate that the removed implant was loose or malpositioned. The patient now has no left side si joint implants. The status of the patient following the revision procedure is not known. Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is pseudarthrosis of the si joint.

Event description:
Previous revision: in (B)(6) 2017, the surgeon performed a revision surgery where he removed all three left side si joint arthrodesis implants with chisels due to initial malpositioning. A larger implant of the same type was installed in the middle explant void. The patient's si joint pain symptoms resolved. Updated: patient reported to a new surgeon with a recurrence of si joint pain symptoms. The surgeon determined pseudarthrosis of the si joint. In (B)(6) 2021, the surgeon performed an additional revision procedure where he removed the middle implant that was installed in (B)(6) 2017 using chisels as it was solidly fixed in bone. The surgeon did not indicate that the removed implant was loose or malpositioned. The patient now has no left side si joint implants. The status of the patient following the revision procedure is not known.